Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implanting physician was unable to extend the helix of the lead, while the stylet was in position. Three or four attempts were made before the physician removed and replace the lead with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the stylet passed through the entire length of the lead with no anomalies. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.